Manufacturer narrative:
The lot specific to this event was not known; therefore, a lot history and device history record review was not possible. The root cause of the reported dull knife causing wide incisions was unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. (B)(4).

Event description:
A customer reported an ophthalmic surgeon indicated that the blades were too wide and dull therefore making the incisions too wide. There was no harm to patients or any unplanned medical treatments. No product samples were retained. No additional information is expected. This is one of two reports from this surgeon.